Manufacturer narrative:
Since no serial number was provided for the zio monitor, irhythm cannot confirm if the patient¿s device was received for evaluation. Additionally, no patient contact information was provided; therefore, irhythm was unable to follow up to obtain additional information. It is unknown whether the patient has a history of reaction to medical adhesive or sensitive skin. The zio monitor clinical reference manual that is distributed in europe provides a warning. The device manual warnings section read as follows: do not use the zio monitor on patients with known allergic reaction to adhesives or hydrogels or with family history of adhesive skin allergies. If allergic symptoms, severe skin irritation, or signs of skin infection develop, remove the device from the patient¿s chest and discontinue wear. Reaction to adhesives may include severe redness and itching, hives, and blisters. Contact your healthcare provider and customer care to report the reaction. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
A healthcare provider (hcp) recently reported to irhythm that their patient experienced skin irritation. The hcp alleged that the patient sustained a burn from the device and despite its removal over a month ago, the patient still has a skin injury in the shape of the adhesive. It is unknown what medical intervention, if any, was provided.